Event description:
Dr (B)(6), dr (B)(6) and myself are all unsure at what point the artery perforated, but we noticed a small staining after advancing gaia second through a heavily calcified cto that was not penetratable with minamo, gladius mongo, or field xta- we removed gaia second and sent gladius mongo very distally, which advanced easily with a small knuckle, and the micro catheter moved back somewhat then we noticed the preformation, and assume the guidecath was plugging the hole somewhat. It appeared as tho the perforation was coming from a small collateral not the actual rca< but neither myself or the md are quite sure. Echo was obtained and showed a small leak. Dr. (B)(6) inflated a 3.0 x 15 baloon 4 x 10 minutes, and leak stopped. No drained used or needed. Patient is okay, as I checked with doctor again later in the evening. Because we did not notice any perforation until removing the microcatheter and taking a antegrade picture before possibly ballooning and stenting, no product was determined to be the "cause", and no products were blamed or saved .vessel has long length dissection plane and I advised that csi is contraindicated, and viperwire should not be sent down, they removed it afer my explanation, and after noticing it was not advancing.